Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump has "no alarm when feeding is done and no alarm at all". They also stated that the pump "will not alarm when done and when it's not delivering it won't alarm either". Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. No further information about the complaint was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump operated as expected. There was no indication that the complaint occurred as reported. The pump alarm settings were also reviewed, where it was found that the pump's dose done alarm was set to "mute when done". This means that the pump would visually alarm, but would not alarm dose done audibly. All the pump safety system alarms did alarm audibly and as expected. Based on this, no MDR would have been required.

Event description:
The initial reporter states that the pump has "no alarm when feeding is done and no alarm at all". They also stated that the pump "will not alarm when done and when it's not delivering it won't alarm either". Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. No further information about the complaint was provided. (B)(4).